Event description:
Customer reportedly received the following results on he advantage system within 10 minutes: 107mg/dl, 206mg/dl, and 164mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.